Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had been charging regularly every day but the last time they charged they charged to 100% and then they checked the ins level when they got home from work and the ins already needed to be charged again. The patient stated their ins never depleted that quickly before. The patient said they had not made any changes to their therapy; "all I do is charge the implant and that's it." Later the patient called back and stated they were still having the same issue and ins was not holding the charge because it was depleting very quickly. It was recommended for the patient to keep a journal of recharging sessions and follow-up with their healthcare professional. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the circumstances that led to the issue were change to device programming. Patient met with a company rep who took care of the problem. The issue was resolved. Patient did not provide the weight information. No further complications were reported/anticipated.